Manufacturer narrative:
(B)(4). Device evaluated by MFR: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent premature deployment occurred. A 5.0mmx19mmx90cm express® sd renal/biliary stent was selected for use to treat a lesion. The staff thought the device was over the wire; when the lumen was flushed, it was accidentally the balloon inflation port which caused the stent to be deployed outside the body. A 4.0mmx19mmx90cm was then advanced to be deployed; however, when the physician went to place the stent, it was realized that the 4x19 stent was too small in diameter. The procedure was not completed and the patient will be rescheduled for the same procedure once the stents are available. No patient complications were reported.